Event description:
The reporter indicated that the patient was implanted with the vns, went home and died in their sleep. The device had not yet been programmed on. The physician indicated that the device was "not related" to the cause of death. Attempts to obtain additional information have been unsuccessful.